Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of mapping catheter 2ach20 lot number 11023564 showed the loop was damaged, had several kinks and were misshapen, and the electrodes were flattened. Additionally, it was visually observed that that the introducer was removed. In conclusion, the reported issue of mapping catheter electrode fractured or damaged¿ was confirmed through product testing. The mapping catheter failed the returned product inspection due to the tip/loop kink, and loop damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the electrode of the mapping catheter was fractured. The mapping catheter was replaced and the case was completed with cryo. The mapping catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.